Event description:
It was reported the peak device wire broke. The tip broke during the cleaning process in between the cutting procedure. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection revealed the electrode wire was broken. The wire broke from the right corner of the housing and then the housing melted back. User cleaning technique may have contributed to the breakage. The housing melt back may have been caused by excessive usage of the tip at a high power setting. Review of the lot history was not possible since the lot number was unk. End of report.